Manufacturer narrative:
The investigation for the ventricle perforation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ventricle perforation could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock in section: potential adverse events (unites states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ d4-corrected UDI number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male was implanted with an impella 5.5 device for mechanical circulatory support during a high risk coronary intervention. The patient became hypotensive and poor pump performance included decreased performance levels before suctioning. Echo showed large pericardial effusion, thus brought back down to the cardiac lab for a pericardiocentesis. Intensive team was unable to drain given location of effusion. After tapped in lab patient pressor requirement decreased and allowance of increasing p levels with proper waveforms and flows. Physician was unsure if the dissection of left anterior descending artery (lad) or pump placement was responsible for the pericardial effusion.